Manufacturer narrative:
(B)(46. One of the concomitant lot number's was corrected. On initial was reported as 509-00-436 lot 866c192; should be 509-00-436,lot 866c1921. The reason for this revision surgery was for instability. The length of in vivo service was 8.3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 114 prior complaints reported against this part number; summary of investigations: 39 dislocation, 21 instability and looseness, 12 trauma, 3 pain, 16 infection, 2 revisions with un-specified reason and others not affecting the implant performance. This is the first complaint against this lot number. The complaint indicated the root cause of the instability was impairment of the bone anatomy and fit of the prosthesis. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient experienced instability. Due to impairment of the bone anatomy and fit of the prosthesis, the surgeon did a reverse shoulder revision surgery.